Manufacturer narrative:
The investigation for the reported low pump flow and product damage has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The cause of the low pump flow issue most likely was cannula kink due to improper technique. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 47-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported the patient was on impella cp support and there were low pump flows noted. After the implant, there were immediate suction events. Blood products were given to the patient. A kink was noted in the cannula and the device was removed and replaced.